Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing unstable impedances due to an insulation breech with pacing impedances low, within range. There were recorded events with myopotential noise over sensing. They were going to revise the lead and change the implantable cardioverter defibrillator at elective replacement indicator state. The rv lead remains in service at this time. No adverse patient effects were reported.